Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was a blurry image during procedure. The procedure was completed successfully using a replacement.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: the account has found water inside the cameras and couplers. Most of these occurrences were identified in mdrd or prior to a procedure. There were 3 instances that the moisture inside the camera and coupler were noticed during a procedure (did not track specific serial numbers of these 3 units). All procedures were completed successfully. There was a minor delay to procedure (5 minutes max) to bring in a replacement camera head. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Root cause: it is difficult to determine the root cause of the problem quoted by the customer when we were not able to replicate it at our facility. Provable root causes could be moisture between camera head and coupler, or that the units were not cleaned properly. Loose cable jacket is a cosmetic issue due to the sterilization process.

Event description:
It was reported that there was a blurry image during procedure. The procedure was completed successfully using a replacement.